Event description:
Info received indicates the head of the bed is drifting down slowly.

Manufacturer narrative:
The tech isolated the issue to the CPR valve. The CPR function on the bed is working. He replaced the CPR valve to repair the bed.